Event description:
It was reported that a user paused the ilet during outdoor exercise for approximately 30 minutes, resumed use, announced a meal, and subsequently experienced hyperglycemia with a blood glucose of 248 mg/dl; there were no device alerts or alarms indicating insulin delivery issues, and the user sought guidance on whether to consume additional carbohydrates. Symptoms included hyperglycemia. Outcomes included self-management at home without medical intervention, with plans to hydrate, cease physical activity temporarily, and monitor blood glucose for 60¿90 minutes. Investigation included a troubleshooting discussion that reviewed pump status, alert history, recent activity, meal announcement, and user actions. Investigation of this case revealed no evidence of device malfunction or component failure, and the event was consistent with hyperglycemia of unclear cause potentially influenced by recent pump pause, meal composition, and activity. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.